Event description:
It was reported that the "guide wire became uncoiled and broke off leaving a small portion inside the pt while trying to retract wire from pt during PICC insertion. Surgical intervention required with positive outcome.

Manufacturer narrative:
Record review. A review of the mfg records indicated all device specifications and quality requirements were satisfied. One guidewire was returned for eval in two pieces. The tip of the wire is broken off and is also twisted in a knot. There is an extensive amount of tissue caught in the knot. The remaining wire is completely unraveled. Accurate measurements could not be taken due to the extensive damage to the entire length of the coiled section. It appears that at some point during the insertion procedure the guidewire became looped on itself and twisted into a knot. During the attempt to withdraw the wire, enough force was applied to unravel and break the coiled section of the wire. There is no evidence of a mfg defect; it appears the device was stressed beyond its design capabilities.